Manufacturer narrative:
PMA 510(k): this product is not approved for sale in us but a similar product with catalog number 9393608 and 510k# k094025 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cage broke during the implant procedure (insertion).

Manufacturer narrative:
Additional information: product analysis :macroscopic examination confirms the implant is fractured. Optical examination of inserter interface posterior nose identified deformation and off-center witness marks, consistent with significant force off-axis during attempted insertion. Examination of the fracture surfaces reveal a fairly brittle fracture surface, with rays emanating outward, and no indication of fatigue. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure.